Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon which was the endoscopic image was too dark was duplicated due to the short circuit caused by ingress of water into the cable and ccd unit. Also the endoscope mount had been deformed. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc it was considered that the reported phenomenon was attributed to the communication failure between the video processor and the subject device due to the damage of the electrical circuit by ingress of water from the point of deformation of the endoscope mount. Also, it was considered that the deformation of the endoscope mount was attributed to the dropping and/or bumping. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed.there was no report of patient injury associated with the event.